Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, during the 1st inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6mm x 4cm sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.